Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's daughter calling as concern for meter reading customer complains of lo results (less than 20mg/dl). Customer reported feels well and requires no medical attention. The customer's expected blood result is 100mg/dl-130mg/dl fasting. Verified the strips expire 7/13/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Customer is concerned with all of the results reviewed in the meter memory. Date and time in meter not set.